Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer found gel with unusual appearance. The following information was provided by the initial reporter. The customer stated: "a care department returned to us a plate of edta tubes with an unusual appearance. It seems to me that it is the liquid edta that must have formed larger drops when it was squirted into the tube during manufacture.¿

Manufacturer narrative:
H6: investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The tubes have large droplets of additive on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water-based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. Bd determined the root cause was attributed to the manufacturing process. This issue has no impact on the performance of the product provided that proper amount of titrations are performed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer found gel with unusual appearance. The following information was provided by the initial reporter. The customer stated: "a care department returned to us a plate of edta tubes with an unusual appearance.it seems to me that it is the liquid edta that must have formed larger drops when it was squirted into the tube during manufacture.¿